Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was evidence of the reported issue. Functional testing was performed and the reported issue was able to be duplicated. A cassette was attached to the device, and testing could not be performed due to a downstream problem and error stating "cassette not attached properly" alarm. The downstream sensor will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had a "cassette not attached" alarm. There was no reported adverse event.